Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. The analyst commented that the short integrity counts were 116. Svc impedance was greater than 200 ohms with lead integrity alert warning 3-mar-14.

Event description:
It was reported that there was a set screw issue. The device alarmed with high superior vena cava (svc) impedance. The physician corrected the set screw issue. It was also reported that an alert occurred again. The lead integrity alert (lia) triggered due to frequent non-capture, elevated threshold, and oversensing. The right ventricular (rv) lead programming was changed. The device and rv lead remain in use. The physician will monitor the patient closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.